Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the caller was seeing a power on reset (por) message and were unable to turn stimulation on. The caller was redirected to the patient¿s healthcare provider to clear the por message. No patient symptoms were reported. No further complications were reported.